Event description:
Patient presented to the physician with severe migraines. Physician prescribed nerve pain medication.

Event description:
Patient presented back to the physician with continued migraines. Physician administered a nerve block injection and prescribed pain medication.